Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. Noise and high impedance values were noted on the atrial lead. Trouble shooting was done to find out why. The clinicians looked for metal, checked and changed the cables, changed the programmer, tried shutting it off and turning it back on and nothing worked. The doctor wanted another atrial lead but that did not work.. The same exact thing happened. The physician decided to place a single-lead implantable cardioverter defibrillator. The patient did have a history of atrial fibrillation. Later that day, it was found that one of the outlets was worked on about a month previous. Looking into the room to check the polarity of the outlet and for malfunction was discussed, but not done. The patient was stable. Related manufacturer reference number: 2017865-2019-09976.

Event description:
New information received noted that the impedance rose less than two times the baseline value.

Manufacturer narrative:
A complete lead was returned, measuring 46.1 cm. Analysis was normal. No anomalies were found.